Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse) who evaluated the iabp noted that all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Manufacturer narrative:
Updated fields; b4, g3, g6, g7, h2, h6, h10, h11. Corrected fields: g1, h4, h6 (medical device - problem code).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and replaced the power supply. All functional and safety tests were passed to meet factory specifications. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The customer has requested getinge to evaluate the iabp in connection with this event and a quote was submitted. However no service order report available yet. A supplemental report will be submitted when this information is provided to us.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) had a cable malfunction " cable assembly power on / off ". There was no patient involvement and no adverse event reported.